Event description:
It was reported the patient experienced pain at the pocket site and the ipg appears to be moving closer to the surface of the skin. The patient underwent a revision procedure wherein ipg was replaced, and lead was added. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.